Event description:
The customer called in to report a lost transmitter, and that the product was lost while being hospitalized for low blood glucose (reference MDR 2032227-2015-10058 for the customer's insulin pump). The customer was advised that the lost product was not covered by the warranty. The customer stated that he had a seizure, and had a blood glucose value of 62 mg/dl when admitted, but did not remember much else leading up to the hospitalization. Customer was transferred for assistance with product replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.